Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the patient cable was broken in both the positive and negative electrodes in the vicinity of the strain relief. (B)(4).

Event description:
It was reported that when the external pulse generator and patient cable were being used on a patient, oversensing was occurring intermittently. This persisted even after the sensing value was set higher. The epg was then replaced and returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.